Event description:
The patient reported experiencing elevated blood glucose of 15-19 mmol/l (270-342 mg/dl) in 2009. Her normal blood glucose level is 8-10 mmol/l (144-180 mg/dl). She bolused through the infusion device several times in an attempt to lower her blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.